Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. Sealant was flush with the distal end of the shuttle cartridge, covering the balloon proximal bond. The advancer tube was engaged to the proximal tamp lock. Shuttle movement was checked and resistance was felt during retraction. The condition of the returned device is consistent with a device deployment jam. Subsequent to unsheathing, blood was observed on the outer surface of the sealant, as well as the proximal end of the advancer tube, which is a typical indication that blood was forced into the shuttle cartridge. High tension applied to the balloon catheter during the shuttle deployment step can result in a tight seal at the tip of the sheath and as the device is advanced, blood can be trapped inside the sheath causing the sealant to hydrate prematurely which can contribute to resistance during deployment. Based on the provided information and the investigation performed, the failure to deploy might have been caused by sealant swelling up and increasing the profile causing the sealant to wedge between the shuttle cartridge and the sheath. The review of the lhr (lot f1429602) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the mynx device didn't deploy. A buddy wire was used with the device. Hemostasis was obtained with a second mynx device. The patient was not hospitalized. Closure: arterial sheath size: 6f.